Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink icp monitor (ID 826820) sparkled when plugged. No additional information as provided after several attempts.

Manufacturer narrative:
Complaint sample was received for evaluation: DHR - unit was found to meet all criteria for release. Failure analysis - per the technician notes customer failure was verified. The power cord was found to be defective. The power supply was replaced, and the unit passed functional and safety tests. Therefore, the complaint is confirmed. Root cause - the likely root causes are supplier error (incorrect/faulty component) or excess voltage applied through the usb port as user has finger in supply input port.

Event description:
N/a.

Manufacturer narrative:
Additional information received: the customer was unable to confirm where the sparks were located.